Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter read inaccurately erratic. The medical affairs specialist (mas) sent follow-up questions to lfs. The lfs customer service representative (csr) noted that the patient was not willing to answer all additional questions. The patient said he tests his blood glucose 4 times a day and takes "r" insulin twice a day and also takes "n" insulin. The patient refused to provide his specific medication regimen. The patient said he felt hungry when he obtained a reading of 14.2 mmol/l at 11:05 am prior to lunch. He said he felt the meter reading was incorrect because he usually feels hungry with blood glucose readings of 5 or 6 mmol/l. However, the patient said he gave himself 3 units of humalog insulin instead of eating. Afterwards, he felt nauseated and obtained a result of 2.9 mmol/l on the reported meter at 11:35 am. The patient ate food and felt better. A control solution test was performed because the patient did not have control solution. The csr discovered that the patient did not wash his hands before performing both of the above referenced tests. Improper cleaning of the puncture site can contribute to inaccurate readings. The complaint is reported because the patient alleges that he took insulin based on an inaccurately high reading on the lfs product and later experienced symptoms and a hypoglycemic blood glucose reading. He said he ate and felt better.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.